Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy. It was also reported the lead displayed high impedance and over-sensing. It was learned the pacing lead was implanted past the use by date. The leads remain in use and relative to the defibrillation lead, no further patient complications have been reported as a result of this event. No patient complications have been reported as a result of the pacing lead.